Event description:
It was reported a spectrum pump under-infused during therapy. The nurse reported she noticed the full bag of insulin hanging (100ml) after therapy had been going on for an hour. She checked the IV lines and found the blue slide clamp was closed above the IV lines and found the blue slide clamp was closed above the pump, but the pump did not alarm for upstream occlusion. The indications on the pump were acting as if fluid was infusing, yet the bag was still full and nothing seemed to have actually infused. Finally it was reported the pt's blood sugar was out of control for 4 hours, but there was no harm to the pt.

Manufacturer narrative:
(B)(4). The device has been received by baxter for eval. The investigation has not been completed at this time. A supplemental report will be provided when the investigation is completed.